Event description:
Revision shoulder replacement (right side) - patients glenoid was fractured due to a fall. Removed all glenoid components + poly and replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Based in attached photographic evidence, the cup is seen fracture due to an external event. Based on the photograph it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.